Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 25-500 (mg/dl) when using pump therapy. Manual injections were delivered to address elevated bg levels. Glucagon shots were administered and/or juice and carbohydrates were consumed to address low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.